Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was admitted to the emergency room (ER) due to experiencing a high blood glucose (bg) of 551 mg/dl and life-threatening ketone levels. The customer was treated with intravenous saline and insulin, and was released from the ER approximately 3 hours later with no permanent damage. Reportedly, the customer did not bolus to cover food the consumed. Tandem technical support performed a pump system check and verified the pump functioned as intended.